Manufacturer narrative:
The device was returned, and it was not confirmed. The following were found during the evaluation; downwards angle out of specification; upwards/downwards angle play, had play evident; contamination was identified in the air/water channel; light cover glasses were chipped, light cover glasses adhesive was worn; optical cover glass was chipped; optical cover glass adhesive was worn; and distal end adhesive was worn. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited contamination in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. The legal manufacture could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). The root cause of the foreign material was unable to be identified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.